Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the glass cap was detached/separated from the fiber and not returned with the device, confirming the reported complaint. The metal cap exhibited severe detritus adhesion on its surface. The fiber was tested with hene laser fixture there are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The forward firing test for this device resulted in an output which was above the threshold for potential patient harm. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the glass cap detachment. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis result, a conclusion code of unintended user error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure there was a mirror rupture at 68,758 joules and 06:01 minutes of use. The procedure was completed with another of the same device. No further complications reported. The fiber was returned, and the analysis identified that the glass cap was detached/separated from the fiber and not returned.